Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a triclip was successfully implanted on the middle of the superior/anterior (s/a) leaflets. A second triclip was then advanced within the patient to be placed centrally on the a/s leaflets. While steering the second clip into the left atrium, it was identified that the first triclip had a single leaflet detachment (slda) and was no longer attached to the septal leaflet but remained stable on the anterior leaflet. There was no interaction between the two clips. The second clip was placed as planned centrally on the a/s leaflets and the procedure was discontinued. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a triclip was successfully implanted on the middle of the superior/anterior (s/a) leaflets. A second triclip was then advanced within the patient to be placed centrally on the a/s leaflets. While steering the second clip into the left atrium, it was identified that the first triclip had a single leaflet detachment (slda) and was no longer attached to the septal leaflet, but remained stable on the anterior leaflet. There was no interaction between the two clips. The second clip was placed as planned centrally on the a/s leaflets and the procedure was discontinued. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.